Event description:
The customer reported being in the emergency room due to high blood glucose of 154mg/dl, and her blood glucose was treated with manual injections. The customer experienced nausea, vomiting, and anxiety. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and checking settings alarms. Assisted the caller to run a manual prime and the insulin did exit. The customer mentioned having trouble filling the reservoir and she was not felling the reservoir properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.